Manufacturer narrative:
Approximate age of device - 4 years, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad pump was producing increased pump parameters. The patient was admitted and heparin was initiated. The lactate dehydrogenase for the patient at that time was normal and the lvad team decided to monitor the patient over the weekend. It was noted that the patient had been previously hospitalized (B)(6) 2018 through (B)(6) 2018 with increased ldh and heparin was initiated at that time as well. The patient was discharged on (B)(6) 2018. The lvad parameters continued to fluctuate, ldh remained stable at 250 u/l to 300 u/l and no blood was in the patient¿s urine. No additional information was provided.

Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. A direct correlation between the device and the elevations in pump power and estimated flow were confirmed via the submitted system controller log file, however, a specific cause for the elevation in pump parameters could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.